Manufacturer narrative:
(B)(4). The customer reported that upon power up, the device displayed 'system failure - cycle power' and the error code 20003. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that upon power up, the device displayed 'system failure - cycle power' and the error code 20003.